Event description:
It was reported that the right atrial pacing lead was returned to the manufacturer, analyzed and tested out of specification. It was also reported that the patient developed an infection and the lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the medial segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had breached depression. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled and had cosmetic depression. The lead was stretched.